Manufacturer narrative:
The mentor failure analysis lab has completed the evaluation based on a photo of the suspect medical device. Photo evaluation summary: upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. As the product involved in this complaint was not received, since it was discarded, the device couldn´t be analyzed according to our procedures. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent a breast reconstruction revision with 535cc smooth mentor memorygel breast implant experienced right-sided implant rupture postoperatively. Rupture was confirmed by a physician. As a result, the patient underwent explantation and replacement with 650cc mentor memorygel breast implant, catalog # 3505650bc, right lot-serial # (B)(4) on (B)(6) 2021.